Event description:
It was reported that customer experienced a low blood glucose (bg) level of under 20 mg/dl, resulting in a visit to the emergency room (ER). Cause of low bg was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.